Event description:
It was reported that during use of this handpiece, it got hot. The heat was felt by the user, which prompted discontinued use of the bur guard and handpiece. The customer reported that another unit was obtained to complete the procedure as intended. There was no injury or surgical delay reported with this event.

Manufacturer narrative:
Investigation findings: conmed linvatec received this handpiece for eval, and was unable to duplicate the reported problem. During testing, the unit functioned within MFR temperature specification, and did not overheat. Further investigation of the handpiece did confirm that the unit ran "noisy and vibrates" related to worn bearings in the collet. Associated report: 1017294-2008-00259. The info for use (IFU) warns the user of the following: warnings. Prior to each use, all equipment must be inspected for proper operation. Continually check all parts of the instrument or its attachments for overheating. If overheating is noticed, discontinue use and return the equipment for service. Overheating might occur if bearings are worn or are not kept clean. If overheating occurs, discontinue use and return for service. The customer will be provided additional info on the care and handling of this device.